Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient's mobile app wasn't working after an upgrade. No data was provided for evaluation. The complaint confirmation of a no audio on g5 mobile app could not be determined. A root cause could not be determined.